Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported bd received four (4) pressure sensors (parts only) unexpectedly.. Upon customer follow up it was confirmed the "defective sensors" were shipped by mistake following preventative maintenance. There was no patient involvement.

Event description:
It was reported bd received four (4) pressure sensors (parts only) unexpectedly.. Upon customer follow up it was confirmed the "defective sensors" were shipped by mistake following preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, b, c, g codes.